Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported significant pain around the stimulator. They had been working with a physical therapist who had manipulated the buttocks in the area which indicates the pain. It was reported that their managing healthcare professional (hcp) had used figures to touch in the area which triggers the pain as well. The patient noted that the hcp had to "work to get it in" at implant. No trauma or falls were reported that could be related to the issue. The patient saw a pain management group/doctor monthly for their pain. The pain was the result of an accident in 1998. Steps taken to resolve the pain was surgeries, implant, trigger point injections, physical therapy, and drugs. It was reported that the pain would never go away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.